Manufacturer narrative:
Patient's weight was asked but unknown. Multiple follow-ups were made to obtain additional information and product; however, requested information and product have not been provided yet. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration during the second stage. Bone loss was noted and about 50% of implant threads were exposed. The implant was placed into the tooth # 19.

Manufacturer narrative:
New information was provided by the office and updates were made to these sections below: date of event is (B)(6)2018. Implanted date - 20-dec-2017. Explanted date - 04-oct-2018. Device was not returned to manufacturer. The device had not been available for evaluation despite follow-up was made to obtain device. However, a lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Per provided information, 50% of the implant threads were exposed due to bone loss. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to lose osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.